Event description:
Since placement of shunt ("left side of head to heart") in 2002, 5 adjustments were needed due to complaint of "pressure in the head". After 5th adjustment, complaint still not resolved. Device was explanted and replaced with a new device. Caller requested model, catalog and serial numbers of device from the hospital risk manager and was told it would take "one month" to obtain information.